Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. There was no patient involvement. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. Identification of issue has been done by analyzing problem description. Further received information indicated that the issue has not been reproduced and device was returned to the user in working condition.

Event description:
Manufacturer's ref #: (B)(4).